Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the lead sensitivity will be reprogrammed at the patient's next follow-up visit.

Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing with a high sensing integrity counter (sic). The lead re mains in use. No patient complications have been reported as a result of this event.